Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in the airport on their way to the (B)(6), and the staff at the airport didn¿t know what their recharger was so they kept putting it through the security machine, playing with it, and turning it off and on. The patient was not sure if they did something to it, because when they returned from their trip, they noticed that they didn¿t have to recharge their implantable neurostimulator (ins) for as long. It was reviewed that the security gates would not have an effect on the recharger. The patient stated that they used to recharge for about 45 minutes every day, but now they will charge for 5 minutes and see the ins battery full screen. They noted that this started happening when they returned from their trip. The patient also mentioned that a month or 2 before their trip, they had met with a manufacturing representative and they ¿did something with the settings.¿ at the time of the report, the patient started charging the ins. They noted having 4 coupling bars, and a few minutes later the patient stated they saw the ins full battery screen. The patient was to follow-up with their healthcare provider if they had any concerns about their battery. No further complications or patient symptoms were reported. The patient was implanted for non-malignant pain.